Event description:
It was reported that occlusion alarms occurred. As a result, the customer was hospitalized and admitted to the intensive care unit. The customer's blood glucose (bg) level increased to 524 mg/dl with high ketones that a healthcare provider determined to be dangerous/life threatening. The customer received treatment with IV and fluids of saline and insulin, which resolved the issue. There was no permanent damage, and the customer was discharged from the hospital on (B)(6) 2025. Reportedly, the customer continued to use pump for insulin therapy.